Event description:
Per the clinic, the device was explanted due to an unspecified device failure.the device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: upon further investigation, it was discovered that the date of awareness is (B)(6) 2012; rather than (B)(6) 2012, as previously reported. This report is filed (B)(4) 2012.